Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2022, it was observed that the vapr premiere 90 electrode device became out of order soon after the procedure began. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(4) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2022, it was observed that the vapr premiere 90 electrode device became out of order soon after the procedure began. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated in juarez laboratory. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation. When performing the functional test, the electrode was cocvnnected to the vapr vue test generator, on ablation and coagulate modes a warning signal appeared as "output shorted" therefore; the device was sent to the supplier for further evaluation. The vapr premiere 90 electrode -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection was performed; as a result, the device has not been returned in its original packaging, the active tip is in a used condition, there is tissue debris visible in the active suction port and there is a residue visible in the suction tubing. The testing found that the device failed the hipot test and during the activation tests an ¿output short¿ error appeared on the generator when the ablate and coag modes were activated. DHR review has been performed for the complaint device lot number u2012002 ; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. From our investigation we were able to confirm the customer reported issue. The device failed functional testing displaying an output shorted error caused by an insufficient glue coverage between active tip and active suction assembly. The failure mode seen has been caused by is consistent with previous complaint devices investigated under a CAPA. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.